Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter would not inflate properly during pre-use testing. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
A visual and tactile examination revealed no damage to the shaft of the device. The balloon was not folded or wrapped around the shaft of the device. The device was attached to an encore inflation unit and an attempt was made to inflate the balloon to its rated burst pressure (rbp) when a leak was noted. Microscopic examination of the balloon observed a longitudinal tear located 9mm proximal to the tip of the device and extended 38mm proximally. The condition of the returned unit was consistent with the complaint incident.